Event description:
Information was received, from a patient. Who was implanted, with an implantable neurostimulator (ins), for urinary dysfunction/sacral nerve stim. The reason for call, was pt reported, they have been having "real problems" within the last about 4 days. Pt stated, they are going to the hcp today. Pt clarified having problems with a return of symptoms of bladder symptoms that started within the last 4 days about. And stated, today they are very severe. Pt stated, symptoms started out minor, but have gotten worse. Pt stated, they know what to do with therapy adjustments, since they have had implants for years. Pt stated, they decreased stimulation, because they increased stim first, due to leakage. And then now they are having inability to empty, so they turned it down. Pt stated, they will call hcp to see if they can be seen earlier today, due to discomfort. Pt inquired, if they should adjust up if having leakage and adjust down if unable to empty bladder. Pt inquired, if they are making correct therapy adjustments. Reviewed general therapy overview. Reviewed role of agent and redirected the patient to their healthcare provider to further address the issue/therapy. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.